Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "loosening or migration of the implant."

Event description:
It was reported that patient underwent an internal fixation procedure on (B)(6) 2014 utilizing a ziptight system. Subsequently, it was noted the clavicle had migrated three months post operation. There has been no reported revision procedure to date.